Event description:
It was reported that during surgery that the drill fractured. There was no reported harm, injury, surgical/medical intervention to patient and no report of a delay. The patient did not retain any foreign matter from the broken device. The surgical technique was used and no complication was recorded. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). H6 component codes: proposed g-code: mechanical (g04) - drill. The product will not be evaluated by zimmer biomet as the device was discarded. Once the investigation has been completed, a follow up/final report will be submitted.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Attempts have been made to gather all product identification information, and no further information has been provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.